Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 occurred. The customer's blood glucose level ranged from 108-1456 mg/dl. Cause for the alarm was unknown. Customer changed the cartridge to resolve the issue.